Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields: h2, h3, h6, h11. The device was not returned to olympus for inspection. However, a field service engineer (fse) was dispatched to customer site, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to electrical component failure due to loose connection on the transformer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had no image during an inspection to use. There were no reports of patient harm.